Event description:
Pt underwent an arteriogram of the right groin. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. A hematoma developed at the site but the pt was discharged. Pt returned 12 hours later with pain in the right groin. An angiogram through the left groin revealed a right pseudoaneurysm. The pt was taken to surgery for surgical repair of the vessel. Following surgery the pt developed a mrsa infection that was successfully treated with antibiotics. The pt recovered without further injury.